Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with a diagnostic issue regarding undersensing on the discrimination channel and the near-field channel. No changes were reported. The patient status was unknown.